Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) with the chronic right ventricular (rv) lead, difficulty was encountered with inserting the pace/sense portion of the rv lead into the device header. Mineral oil was applied and the lead was successfully inserted into the device header. This product remains implanted and in service. No adverse patient effects were reported.